Event description:
The hcp reported that the pt was experiencing nausea, vomiting and mental status changes. The pt did not hear pump alarm and missed a refill date. The hcp was able to hear alarm when he tested it. The pt was receiving morphine via the drug pump. The device was refilled and the pt recovered without sequela.